Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0051731. D.4. Medical device expiration date: 2/28/2023. H.4. Device manufacture date: 2/20/2020 . D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: leakage from the injection port, chimney after injection.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: leakage from the injection port, chimney after injection.